Event description:
It was reported that the right atrial (ra) lead exhibited high, out of range impedance and noise on the high rate episodes. A fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. (B)(4).